Event description:
In 2008, this patient was implanted with gore excluder aaa endoprosthesis to treat an aneurysm in the right common iliac artery. The right internal iliac artery was coiled prior to the trunk-ipsilateral leg component and contralateral leg component. At about four months later, a follow-up computed tomography angiogram (cta) demonstrated contrast along the right posterior wall of the aorta at the level of the implanted trunk. At about one month later, cta demonstrated the endoleak persisting and the non-aneurysmal aorta proximal to the device and distal to the renal arteries had expanded. The physician suspected an infection and at an unknown date, a biopsy was performed. The results from the biopsy were negative for infection. The patient's aorta was diseased and heavily thrombosed resulting in poor wall apposition of the device and the proximal type I endoleak. Due to patient comorbidities, the physician has chosen not to intervene. No further information was provided to gore.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.